Event description:
The report stated that 5 hours post-surgical of a lavh procedure, another surgery was necessary with bleeding of 1500 to 2000 ml found in the abdominal cavity during the initial surgery, until cutting the round ligaments, the procedure was performed laparoscopically. The uterine arteries and the cardinal ligaments were managed vaginally with the device. All areas where sealed laparoscopically and looked normal from the video image. After vaginal part of the procedure, all other areas were checked and there were no abnormalities observed. To avoid bleeding from the area, adhesiolysis was done, fibrin glue was sprayed. The final check performed laparoscopically showed there was no abnormality. This was done about 30 minutes after the device sealing. The ligasure generator was set at 2 bars. From the later video image, the bleeding occurred from the one edge of the sealed right uterine artery. The other sealed areas were normal.

Manufacturer narrative:
The incident device was discarded since this was a post-operative incident. However, the generator was tested at the covidien service center and found to be operating to specification. See attached memo for response. "See scanned pages"